Event description:
It was reported that the customer experienced high blood glucose and they were not sure if the insulin pump was functioning properly. It was stated that the customer was hospitalized because the mother did not know how much insulin delivered in an injection. The caller also mentioned that the device alarmed no delivery several times within a few hours. Troubleshooting was performed, and no damage to the drive support cap noted. The manual prime, displacement and high pressure tests passed. The time, date, basal and bolus history were correct. Advised the caller to change the insertion site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.